Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in process . Evaluation in process.

Event description:
User facility reported that patient requires an adjustable flange tracheostomy tube and has a high-risk airway. During use of the tube with this patient, the patient's nurse found that the tube's clamp was not tightening sufficiently around the tube; as a result, an emergency tracheostomy tube replacement was performed. The loose clamping issue was found during a routine check of the patient's tube. No permanent injury was reported.

Manufacturer narrative:
One used device was returned for product evaluation. Under visual inspection, it was noted that the blue lever was missing on the device. Therefore, an extra lever was assembled to the flange. The functionality of the locking clamps was evaluated and the locking mechanism was found to be working well and the clamp was easily moved and tightened. The product was found to operate as intended and no evidence was found to suggest an intrinsic manufacturing issue. The manufacturing process includes a 100% visual inspection. The inspection requires each product to be manually manipulated by bending the tube and then visually inspecting the tube/connector bonding area for movement or excessive peeling. Therefore if a bonding problem had been present during production, the device would have been rejected during this inspection process. An engineering study was performed during process validation for this product type: this study confirmed the inspection process was capable of detecting bonding issues. This engineering study also showed that recently manufactured products met with or exceeded specifications for bond strength for tube to connector.